Event description:
During carotid stent angioplasty, reportedly between filter placement and pre-dilation the patient stroked, lost consciousness and experienced paralysis of his right arm. Ther was no improvement after intracerebral lyse therapy. Patient transfer to the stroke unit. It was not felt the event was device related.